Event description:
It was reported that the drive support cap was loose and insulin leaked. It was stated the end cap sticker was missing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with loose drive support disk. The insulin pump received with broken off end cap, scratched lcd window, cracked case display window corner, cracked lcd window, cracked belt clip slot, broken reservoir tube lip and missing end cap sticker.